Manufacturer narrative:
(B)(4).

Event description:
The sales rep was present at the case. Procedure: roux-en-y anatomy involved: mesentery. The device was used in the patient. There was patient involvement. According to reporter: dr. (B)(6) was toggling the needle through tissue when the needle dislodged from the instrument. The needle was retrieved and removed from the patient. They opened another instrument to complete the procedure. There was no patient injury/hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery was not delayed more than 30 minutes. The endo stitch needle fell into the patient. The needle was retrieved and removed from the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo stitch* 10mm suturing devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device one noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. A broken needle was received loaded on device one. The visual inspection of the broken needle found in device one noted that it was broken at the swage. Witness marks were noted on the cone. The visual inspection of the device two noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The needle was received with device two. The visual inspection of the needle noted witness marks on each of the cones. A pmv needle was loaded onto each endo stitch* device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.